Event description:
It was reported that patient underwent procedure utilizing a femoral fixation device on (B) (6) 2010. During the procedure, the suture broke when it was attempted for use. Another device was available to complete the procedure without delay, and there was no injury to the patient.